Event description:
A malfunction alarm, specifically alarm 30, was reported by the customer during the pumping process. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in attempting to load a new cartridge, but the cartridge alarm recurred, so it was decided to replace the pump.